Event description:
It was reported during a laparoscopic cholecystectomy while using the 355l from a laparoscopic cholecystectomy kit number ftr32 (lot#k48t4z), the arming button on the device would not properly activate the trocar shield. There was no consequence to the pt.

Manufacturer narrative:
Based upon inquiry info received, visual examination and functional test performed. The instrument was found to arm, and the trocar shield was found to retract and lockout properly. The incident reported by the surgeon could not be repeated during testing.